Manufacturer narrative:
The reported event of failure to advance/remove lead from inner catheter was not confirmed. As received, a complete lead was returned in one piece for analysis. The lead could be inserted and removed into the inner catheter without any difficulty. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During implant, the left ventricular (lv) lead could no longer advance in the catheter. The lv lead then was difficult to remove from the catheter and required extra force to be removed. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.